Event description:
Per the clinic, the patient experienced tinnitus and a performance decrement with the device use. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.